Event description:
It was reported that the device was used during a laparoscopic adjustable band procedure. The band was being buckled on the anterior side of the stomach. The tab was pulled through the buckle, but it did not stop at the correct stopping point, therefore advancing half of the shoulder of the balloon and cinching down on the stomach. Tried to reverse with graspers, tugging and pulling, but it was stuck. It was removed by cutting the side of the buckle to release. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Unlocking grip extended pass the buckle upon visual inspection of the picture provided by the surgeon, it was clearly observed that the unlocking grip had passed through the buckle. While it is not possible to assign root cause of the issue observed by the surgeon, it was suggested that excessive force may have been used on the extender to close the band, and therefore the unlocking grip to pass through the buckle of the band. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.